Event description:
The pt reportedly experienced poor sound perception while using the sound processor (time period not given). The pt reportedly had been monitored at the center. Programming adjustments were made. In spring 2003, the pt reportedly was seen by a company representative for evaluation. The pt's reported problem was not resolved. In september 2003, the pt reportedly experienced a deterioration in performance. The pt continued to be monitored by the center. In december 2003, the pt was seen by a company representative. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. In 2004, the center scheduled surgery to explant the pt's ci device.